Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high shock impedance of greater than 125 ohms. The device displayed elective replacement indicator (eri) as well. The patient was seen for a revision procedure where the device was explanted and replaced. The right ventricular (rv) lead remains in service; defibrillation threshold (dft) testing was performed with the newly implanted device. There were no additional adverse patient effects reported. The device has not been returned for analysis.